Event description:
It was reported that the patient was unable to be ventilated, and the patient expired. The event occurred while at a facility. No further information is available at this time.

Manufacturer narrative:
B3: date of event is unknown. B2: date of death is unknown. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Device history record (DHR) review could not be completed as no lot number was provided.